Event description:
The customer reported that the device is displaying the battery and service wrench icons and won't power up properly. There was no patient use associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed the device lock up when the on button was pressed. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.